Event description:
The international philips field service engineer (fse) reported a ventilator's battery is dead and not charging. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the field service engineer (fse). The fse replaced the battery the unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customers alleged malfunction was confirmed. Although requested to be returned, the removed component was not received for evaluation at this time. An update report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Reporting address & institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Upon further investigation, it was confirmed that the battery is over 5 years old and was not charging. Per the v60/v60 plus ventilator service manual, the battery is to be replaced every five years as part of the periodic maintenance procedures. The battery has reached shelf-life as specified by the manufacturer. Based on the information, the battery issue does not meet the criteria of reportable incidents.